Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced low blood glucose and the pump was overdelivering. The customer reported, a blood glucose value of 45 mg/dl. The customer reported, hypoglycemia treated with glucose/carb intake. The event involved products mmt-397a, mmt-1880l and mmt-332a. Troubleshooting was performed. And the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. And the customer was not used the auto mode feature. No further patient complications were reported. No product return is required for mmt-397a. Product return was requested for mmt-1880l. And the customer response was, the device will be returned. Product return requested for mmt-332a. Customer declined to return or is unable to return.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08740 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 56.825 units of normal bolus was delivered on 06/29/2024 between 08:18:58.000 and 22:06:10.000. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch, and cracked battery tube threads. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm alleged high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.